Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15345. It was reported the patient has a cyst-like mass that is red and swollen between his mid back and ipg site incisions. The physician prescribed the patient 14 days of antibiotics. A culture was not performed. Additionally, the patient indicated he is not experiencing relief with his scs system. The patient stated he is unhappy with the parasthesia coverage of his phantom limb pain and wants his scs system removed. Surgical intervention may be taken at a later date to address the issue concerning the inadequate pain relief.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.